Manufacturer narrative:
(B)(4). Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer got replace battery now alarm. Customer¿s blood glucose level was 7.7 mmol/l. It was reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. It was reported that the insulin pump was not dropped. It was reported that there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.